Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the implantable neurostimulator (ins) was malfunctioning and was removed and replaced (B)(6) 2019. No patient symptoms were reported. No further complications were reported/anticipated.